Event description:
Reporter indicated that a vns patient underwent generator and lead revision surgery due to a lead discontinuity. Only the generator was returned and no anomalies were found with its performance as it performed according to specifications. Good faith attempts for add'l info and the return of the lead have been unsuccessful to date.

Manufacturer narrative:
Conclusions - device failure is suspected, but did not cause or contribute to a death or serious injury.